Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. Upon receipt of the device, it was observed that the cutting wire on the distal end of the sphinctertome was burnt and broken. This phenomenon is attributed to excessive current flowing through the wire and causing it to break. This report is being filed in an excess of caution.

Event description:
The users reported that while attempting a sphincterotomy, the physician activated the cautery unit, and the cautery wire one the sphinctertome broke. This reportedly occurred three times. The procedure was said to be completed with another manufacturer's device. Following the procedure, it was reported that the setting on the electrocautery device was set too high. There was no patient injury reported.